Manufacturer narrative:
Concomitant medical products: 419488, lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a reset during programmer interrogation that cleared all diagnostic device data and history. No intervention was performed and the device remains in use. No patient complications have been reported as a result of this event.